Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported the patient was seen at another medical facility. They were seen in office on (B)(6) 2016, taken to the operating room on (B)(6) 2016 and back in the office on (B)(6) 2016. The patient was placed on levaquin.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that he had pain that developed on (B)(6). The patient noted that on (B)(6) it turned into more of a pressure feeling at the incision site and the patient's wife discovered redness and warmth. The patient had an appointment with their healthcare professional (hcp) on (B)(6). At the appointment that hcp prescribed the patient antibiotics for the developing infection. The patient reported again he started to feel soreness at his lower back. On (B)(6) the patient reported if he puts pressure on the area he feels pain. The patient noted on day 2 of the trial the patient started bleeding at the incision. The patient stated the therapy does not seem to be working for him; he noted she is still gassy. The patient noted the symptoms to be gradual in on set.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.